Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection. The cause of the event was not reported. It was reported the patient was hospitalized and received an unknown drug for treatment. At the time of this report, the patient was not recovered from the event. Action with pd therapy was ongoing. No additional information is available.